Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 12 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip found no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 240 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via femoral artery. The 80% stenosed, 2.75mm x 8mm, concentric, de novo target lesion with a bend of 45 to 90 degrees was located in the severely tortuous and moderately calcified left circumflex artery. Following pre-dilatation with a 2.5 x 16 balloon catheter, a 12 x 2.75 promus premier stent was advanced for treatment. However, significant resistance was encountered while introducing and advancing the device and the catheter broke when it was going into the guide catheter. The device was replaced with another of the same device and the procedure was completed. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via femoral artery. The 80% stenosed, 2.75mm x 8mm, concentric, de novo target lesion with a bend of 45 to 90 degrees was located in the severely tortuous and moderately calcified left circumflex artery. Following pre-dilatation with a 2.5 x 16 balloon catheter, a 12 x 2.75 promus premier stent was advanced for treatment. However, significant resistance was encountered while introducing and advancing the device and the catheter broke when it was going into the guide catheter. The device was replaced with another of the same device and the procedure was completed. No patient complications were reported and the patient's status was stable.